Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During a routine follow-up, the physician noted that in approximately 11 months, a decrease of two years in the battery's longevity was observed. It was also noted that lead impedances and threshold measurements have been stable, including pacing percentages. Additionally, there has been an increase in the atrial tachy response mode switches, and the minute ventilation (software) feature is turned on. A copy of device memory was saved and submitted to technical services for further review. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During a routine follow-up, the physician noted that in approximately 11 months, a decrease of two years in the battery's longevity was observed. It was also noted that lead impedances and threshold measurements have been stable, including pacing percentages. Additionally, there has been an increase in the atrial tachy response mode switches, and the minute ventilation (software) feature is turned on. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the device data showed the power consumption is steady, and that there are no signs of premature battery depletion, with no abnormal faults or resets. The device is operating as expected. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Based on the information available, boston scientific concludes that the power consumption of this device is steady, with no signs of premature battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.